Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the wand was being used on a shoulder arthroscopy. Allegedly, the suction was not working well, producing minimal suction and clogging. It was further reported that the suction probe was cleaned out with a needle and flushed out with water but still did not work. The procedure was able to be completed successfully using another part that was available.